Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('heavy periods\menorrhagia\abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('excessive bleeding'), nephrolithiasis ('kidney stones') and uterine haemorrhage ('uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. Previously administered products included for birth control: mirena from 2003 to 2011. Concurrent conditions included overweight. Concomitant products included linaclotide (linzess) since 2017 and lisinopril since 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced oestrogen deficiency ("hormonal changes describe: hypoestrogenemia"), eczema ("rashes or skin conditions type: eczema"), rosacea ("rashes or skin conditions type: rosacea"), hypertrichosis ("rashes or skin conditions type: excessive body hair"), nausea ("nausea"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation") and abdominal distension ("bloating"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2015, the patient experienced post procedural infection ("infection(other): infection after endometrial ablation"), 2 years 7 months after insertion of essure. In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2016, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension") and fungal infection ("yeast infections"). In (B)(6) 2016, the patient experienced bladder candidiasis ("infection (bladder/ urinary tract/vaginal) type: bladder yeast infection\bladder or urinary problems or changes: bladder infection"), urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). On (B)(6) 2017, the patient experienced polycystic ovaries ("polycystic ovary syndrome"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), memory impairment ("forgetfulness"), obesity ("obesity"), menstruation irregular ("irregular menstruation") and adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("fibroid uterus") and weight increased ("weight gain"). The patient was treated with pregabalin (lyrica) and surgery (ablation endometrial- (B)(6) 2015, endometrial ablation- (B)(6) 2015 and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nephrolithiasis, oestrogen deficiency, depression, eczema, rosacea, hypertrichosis, hypertension, nausea, tooth disorder, abdominal pain, visual impairment, fatigue, weight fluctuation, memory impairment, polycystic ovaries, uterine leiomyoma, obesity, menstruation irregular, alopecia, abdominal distension, back pain, post procedural infection, weight increased, fungal infection, adenomyosis and cystitis outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, uterine haemorrhage, menometrorrhagia, bladder candidiasis, dysmenorrhoea, dyspareunia, irritable bowel syndrome and urinary tract infection was resolving. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, back pain, bladder candidiasis, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, fungal infection, genital haemorrhage, hypertension, hypertrichosis, irritable bowel syndrome, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, nausea, nephrolithiasis, obesity, oestrogen deficiency, pelvic pain, polycystic ovaries, post procedural infection, rosacea, tooth disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 203 lbs. Normal-appearing endometrial cavity with both ostia visualized, three coils visualized at the right ostia and four coils visualized at the left ostia after placement of the essure devices. Patient received treatment for events- pelvic pain female, abdominal pain, uterine bleeding, menometrorrhagia, menorrhagia, vaginal hemorrhage, fibroids uterus, hypertension, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), irritable bowel syndrome, eczema, rosacea, body hair increased, bladder candidiasis, yeast infections, polycystic ovarian syndrome, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pathology test - on (B)(6) 2017: normal-appearing endometrial cavity with both ostia visualized, three coils visualized at the right ostia and four coils visualized at the left ostia after placement of the essure devices. X-ray - on (B)(6) 2012: coils were placed correctly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, fibroid uterus quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received: previously reported event- vaginal bleeding become incident, newly added events- yeast infections, adenomyosis, onset date of previously reported events- was added, outcome of the previously reported event were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('heavy periods\menorrhagia\abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('excessive bleeding'), uterine haemorrhage ('uterine bleeding') and nephrolithiasis ('kidney stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. Previously administered products included for birth control: mirena from 2003 to 2011. Concurrent conditions included overweight. Concomitant products included linaclotide (linzess) since 2017 and lisinopril since 2016. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), oestrogen deficiency ("hormonal changes describe: hypoestrogenemia"), menometrorrhagia ("menometrorrhagia"), bladder candidiasis ("infection (bladder/ urinary tract/vaginal) type: bladder yeast infection\bladder or urinary problems or changes: bladder infection"), depression ("psychological or psychiatric problems condition: depression"), eczema ("rashes or skin conditions type: eczema"), rosacea ("rashes or skin conditions type: rosacea"), hypertrichosis ("rashes or skin conditions type: excessive body hair"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), nephrolithiasis (seriousness criterion medically significant), memory impairment ("forgetfulness"), polycystic ovaries ("polycystic ovary syndrome"), obesity ("obesity"), menstruation irregular ("irregular menstruation"), alopecia ("hair loss"), abdominal distension ("bloating"), back pain ("back pain"), infection ("infection(other): infection after endometrial ablation"), urinary tract infection ("urinary tract infection") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("fibroid uterus") and weight increased ("weight gain"). The patient was treated with pregabalin (lyrica) and surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, oestrogen deficiency, depression, eczema, rosacea, hypertrichosis, hypertension, nausea, tooth disorder, abdominal pain, visual impairment, fatigue, weight fluctuation, nephrolithiasis, memory impairment, polycystic ovaries, uterine leiomyoma, obesity, menstruation irregular, alopecia, abdominal distension, back pain, infection, urinary tract infection, weight increased and vaginal haemorrhage outcome was unknown and the menorrhagia, genital haemorrhage, uterine haemorrhage, menometrorrhagia, bladder candidiasis, dysmenorrhoea, dyspareunia and irritable bowel syndrome was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder candidiasis, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, hypertension, hypertrichosis, infection, irritable bowel syndrome, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, nausea, nephrolithiasis, obesity, oestrogen deficiency, pelvic pain, polycystic ovaries, rosacea, tooth disorder, urinary tract infection, uterine haemorrhage, uterine leiomyoma, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Normal-appearing endometrial cavity with both ostia visualized, three coils visualized at the right ostia and four coils visualized at the left ostia after placement of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology test - on (B)(6) 2017: normal-appearing endometrial cavity with both ostia visualized, three coils visualized at the right ostia and four coils visualized at the left ostia after placement of the essure devices. X-ray - on (B)(6) 2012: coils were placed correctly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia, fibroid uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr was received. Reporter information was updated. The event ¿injury¿ was updated to ¿pain / pelvic pain¿, new events: hormonal changes describe: hypoestrogenemia, infection (bladder/ urinary tract/vaginal) type: bladder yeast infection, psychological or psychiatric problems condition: depression, rashes or skin conditions type: eczema, rashes or skin conditions type: rosacea, rashes or skin conditions type: excessive body hair, blood or heart disorder/condition type: hypertension, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems, fatigue, weight gain, gastrointestinal or digestive system condition type: ibs, kidney stones, polycystic ovary syndrome, fibroid uterus, obesity, irregular menstruation, hair loss, bloating, weight fluctuation, back pain, uterine bleeding, menometrorrhagia, infection after endometrial ablation, urinary tract infection, excessive bleeding, menorrhagia, vaginal bleeding, abdominal pain, back pain¿ were added. Medical history, concomitant drugs and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.